Event description:
Report received of a pt experiencing respiratory depression while the device was in use. It was reported that the pt was receiving morphine sulfate for pain management. The pump was programmed to deliver morphine sulfate 1mg/ml in the pca only mode with a pca dose of 2mg every 15 minutes with a 1-hour limit of 8mg. The container size was 50mg. The infusion was started at 10 pm and the next morning, it was reported that the pt was "foggy" with low oxygen saturations. A dose of narcan (amount not recalled) was given and the pt reportedly responded well to the intervention. No further medical intervention was required. The customer reported that the pump delivered within the set parameters. Though requested, there was no further info available.